Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The system was replaced with a leadless pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection approximately one month post implant of an implantable pulse generator (ipg) system with an absorbable envelope. Bacteremia and vegetation were noted on the right atrial (ra) lead. Antibiotic treatment was administered. The ipg system was explanted. No further patient complications have been reported as a result of this event.